Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) called guidant's technical services department to report having a cardiac arrest last week for which the device did not do anything. The patient's physician released him to work but the patient is a driver and the company will not let the patient drive because of liablity. The patient is asking that guidant send a form to allow driving. The patient reported being told by the physican that the device settings were wrong and that the device showed nothing recorded. The patient is angry and not satisfied with that explanation. ,